Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the cgm reading was 300 mg/dl. Based on that reading, the patient self-treated with insulin via injection. After the treatment the patient experienced confusion, dizziness, blurry vision and lost consciousness. Emergency medical services (ems) was called and assisted the patient and he was taken to the hospital. At the hospital the patient regained consciousness. Bg reading was taken at the hospital which was 12 mg/dl. The patient was treated with intravenous (IV) medication. The patient stayed less than 24 hours at the emergency department (ed). At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.